Event description:
Customer reported, they are getting unexpected negative reactions with anti-fya when testing donor red blood cells.

Manufacturer narrative:
Repeat testing with arc anti-fya and ortho anti-fya resulted in positive reactions. Repeat testing with a second vial of anti-fya, lot fya62-1 resulted in the expected positive reactivity. The customer reported that the reagent performed as expected using a new vial of the same lot. Product was not returned from customer for investigation testing.